Event description:
It was reported that this female patient's right knee was revised. Poly was revised. Patient was last known to be in stable condition following the event. Devices are not returning due to hippa. X-rays are not available.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, and investigation findings. Manufacturer narrative updated: based on review of all available information, there is no evidence to suggest that the reported event is related to any product problems or use issues. The cause of the revision cannot be conclusively determined; however, the reported revision may have been related to several potential factors including but not limited to the implant selection, surgical procedure itself, post op wound care, patient activity after surgery and/or underlying patient medical conditions. These devices are used for treatment not diagnoses.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.